Event description:
It was reported that during a surgical procedure, the cutting section of the blade broke. It was also reported that the fragment remained in the patient¿s bone. It was further reported that there was adverse consequences and no delay as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
H6: the quality investigation is complete.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during a surgical procedure, the cutting section of the blade broke. It was also reported that the fragment remained in the patient¿s bone. It was further reported that there was adverse consequences and no delay as a result of this event and the procedure was completed successfully.